Manufacturer narrative:
Revision occurred after 24 weeks due to infection at the implant site. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred after approximately 24 weeks after the primary surgery, which occurred on (B)(6) 2025. No fall or other trauma reported. Revision occurred due infection at implant site and was a total explant of fx product with the placement of a competitor antibiotic spacer. This revision was first reported to fx on (B)(6) 2025, when the patient was again revised to remove the spacer and implant fx product. A 40/16 120 mm system stem, 24 mm + 6 lateralized glenoid baseplate, 40 mm centered glenosphere, 40 mm +6 humeral stability cup, and 4 standard screws were explanted. These items were replaced with a competitor antibiotic spacer.